Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported peritonitis problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information is obtained, then a follow-up report will be submitted.

Event description:
It was reported a home patient experienced peritonitis. The patient was not hospitalized for the event. On the same day, the patient began treatment for peritonitis with fortum 1gm, intraperitoneally (ip), tobramycin 80mg in one bag, ip and heparin 1000 iu in each bag, ip. The patient was recovering from peritonitis. No additional information is available at this time.